Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Total hip revision of an old pca stem and stryker cup due to loosening by osteolysis. Patient complaining of pain.